Event description:
Customer reports inability to achieve pt hemostasis during cath lab procedure at point of sheath pull while using hemochron elite/act+ cuvette. Protamine administered to achieve hemostasis, pt admitted and subsequently given 2 units of blood. Pt discharged 4 days later. No further reports of adverse events related to pt or product use.

Manufacturer narrative:
Itc clinical affairs reviewed case with rptr. Customer reports: did not perform pt baseline in accordance with package insert. Did not perform estimate of heparin levels in blood before sheath pull in accordance with package insert. Pulled sheath 35 minutes after administering 5000 units heparin IV. Post adverse event, ran controls with acceptable results. Itc clinical affairs advised when using act+ need to perform pt specific baseline as well as to estimate pt heparin levels in order to interpret results properly. Customer advised in light of above, they do not want to return product for in-house investigation, and instead will evaluate act-lr cuvette for use in similar clinical applications. Manufacturer results, conclusions - manufacturer evaluation/investigation currently in progress.